Event description:
Using unipolar electrocautery, a laparoscopic procedure was done to fenestrate a polar cyst in the ovary. The electrosurgical hand instrument lacerated the pt's right iliac artery. Open surgery was required to stop the bleeding. The pt also experienced cardio-pulmonary distress. The surgeon stated in the medical record of the case: "it was determined that the grounding pad had been improperly placed." The user facility reported that it has sent the device to an independent testing service (ecri) for eval.